Event description:
Hcp reports a catheter leak at the proximal end. A tear was identified at the connection that snaps onto the pump. The proximal end was revised. A follow up report will be sent when additional info is obtained.